Event description:
Discordant vitamin d results were obtained on multiple patient samples on an advia centaur xp instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate system. The repeat results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant vitamin d results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call on the instrument. The cse also replaced the reagent probe 1 guide follower and checked reagent probe 1, reagent probe 2, reagent probe 3 and the auxilary probe alignments. The cause of the discordant vitamin d results is unknown. The cse successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.